Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the 403mm of catheter was visually inspected; it was noted that one end of the catheter was jagged and the other end was clean cut. A research for related complaints was done for product code 82-1706 for the last 2 years, 3 issues found including this one, devices not returned, complaints could not be confirmed. Review of the history device records confirmed the device product code 82-1706 with lot ctpb53, conformed to the specifications when released to stock in 28th january 2016. The root cause of the problem reported by the customer could be due to a sharp or pointed object coming into contact with the device, this however could not be determined. As noted in the IFU catheters have a low tear / cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
A piece of the catheter broke off in the patient. Surgeon removed and placed another catheter. No delays.